Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and no prime seating anomaly noted during testing. No unexpected pump error 4 and pump error noted during testing. Unit passed self test no failed battery test alarm noted. However, low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded. After disconnecting and reconnecting the internal battery connector on the device was monitored and functioned properly. Device was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 6.8 mmol/l. The customer stated that the pump casing was cracked around the reservoir compartment. The insulin pump was not dropped or bumped. The insulin pump was returned for analysis.